Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: due to an error 231008 occurred in the hamilton c1 ventilator, the oxygen assembly was replaced (sn (B)(6)- under warranty). However, the error persisted. No patient involvement.